Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was powering off during use. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on may 6, 2010 to classify this case. The patient alleged that the product issue began on an unspecified month in 2009. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The patient claimed that she attempted to use her back-up meter, but could not locate the strips for that meter. The patient informed the mss that she tests her blood glucose 1-2 times a day and she manages her diabetes with novolin insulin. The patient confirmed that she continued with her usual dose of medication despite the alleged issue, but reduced her food/drink intake. A day after the alleged meter issue began, the patient claimed that she became "dizzy, itchy, and her head felt heavy." The patient was reportedly taken to the emergency room (ER) by her neighbor due to her symptoms. The patient's blood glucose was reportedly tested with the ER meter and obtained a result in the "600 mg/dl" range. The patient informed the mss that she was treated with "insulin through an IV bag" and was admitted in the hospital for a week. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of hyperglycemia, and required acute medical treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.